Event description:
Information was received that reported a patient was hospitalised in 2007, it was reported that the patient was diagnosed with diabetic ketoacidosis and pneumonia. Upon admission the patient's blood glucose was 700mg/dl the patient was treated with IV insulin drip antibiotics. The reporter stated there was physical damage to the device and device housing with multiple cracks visible and a piece of the device housing was broken off. The reporter stated the device had been in this condition for greater than a month. The device will be returned for evaluation.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.